Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: brexis short stem size 2 std item #0100651102 lot#20070875. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to dislocation, nine (9) months thirteen (13) days after initial hip arthroplasty. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 ¿ biolox delta, ceramic femoral head, m, 28/0, taper 12/14 item#00-8775-028-02, lot#3123270; biolox delta ceramic taper liner, size ff / 28 i.d. For use with 46 mm o.d. Size ff shell item# 00-8775-007-28, lot#2933863. G2 ¿ foreign ¿ germany. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00488, 0009613350-2023-00489. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Investigation has determinate that the shell is not involved on the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. According to the investigation the shell was not involved on the event. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00488, 0009613350-2023-00489. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.